Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model ih1200, serial number/date code (B)(4) is approximately 2 years 6 months old. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed.

Event description:
Dealer called stating that the pin in the adjusting rod plunger of the ih1200 stretcher lift allegedly keeps breaking off inside the adjusting rod housing.